Manufacturer narrative:
The information was received through a survey. Contact information for the customer, and the product information was not provided; therefore, follow-up and analysis were not able to be performed to confirm the allegation. The product malfunction was unable to be confirmed because the customer and product information were not provided; therefore, follow-up for confirmation is not possible.

Event description:
Philips received a complaint via a survey on the philips intellivue mx100 indicating the device failed to alarm for an arrhythmia or vital sign parameter. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.